Event description:
While ventilator was cycling on a pt ventilator dislayed an error code po0. Ventilator was taken off the pt, pt was bagged and the ventilator was swapped out. The biomed discovered the o2 potentiometer was defective. The biomed replaced the o2 concentration potentiometer, the ventilator was calibrated and functionally checked. Ventilator was functioning according to all manufacturers specifications. Ventilator was returned back to service. There were no pt injuries.